Event description:
The customer contacted baxter's service center regarding air in the patient line; which occurred on the homechoice (hc) during use, during drain fill. The home patient (hp) stated they had air in the patient line, and it had gone into their chest. The hp just wanted to get off the hc for the night. The technical service representative (tsr) then explained proper setup procedures and assisted the hp to cycle the power off and on. Therapy was ended. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The pd rn stated that the patient did not directly mention the reported problem to them, however, they stated they did review the patient's alarm log and therapy record that the patient keeps. They stated they also saw that the patient did a manual exchange right after that, and was able to resume therapy fine on the machine the next evening. The pd rn stated they have not seen any negative side affect from the air found within the line. They stated the patient seems to be resuming therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through (B)(4).